Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Both the reamer and the driver were received for evaluation. If was found that the reamer had fractured. The hardness and dimensions taken are within specification. The reamer shows signs of wear. The device history records were reviewed for the reamer and driver with no deviations or anomalies being identified. The driver was manufactured on april 5, 2013 with a potential field age of approximately three years. The reamer was manufactured on march 5th 2009 and had a potential field age of approximately seven years. This device is used for treatment. Normal wear and tear is the likely root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the reamer fractured off of the shaft before the surgeon started reaming. All pieces were retrieved.